Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that child patient faced infusion set detachment event on (B)(6) 2025 . The site of detachment was tubing connector. The infusion set was in use for three days. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-05863), was submitted on 10-april-2025. An investigation was performed, and it was found that there was no issue related to detachment from the tubing-to-connector. This case was determined to be non-reportable after the investigation findings were received on 06-may-2025. Thus, this MDR is being submitted to retract the initial MDR.